Manufacturer narrative:
A male patient with a history of hypertension and hypercholesterolemia experienced a restenosis six months post cypher stent implantation. Initially, the patient was admitted with an mi and underwent an angiogram that revealed a lesion in his rca. This patient's history and presentation with an mi put him at increased risk for mace. Intra procedural medications included asa, plavix, heparin and integrilin. The performance or recording of act's was not reported. The rca lesion was described as de novo, 95-99% occluded, 3.5mm in diameter, 20mm in length and located in an ostium. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50 x 33mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Of note, the reporter mentions that other lesions were identified but left untreated at this time. The patient was later discharged on medications that included asa and plavix. Six months after the index procedure, the patient experienced angina. A repeat angiogram revealed an 80% isr of the previously implanted cypher stent. The physician opted to treat the patient with CABG in light of this event and the previously identified untreated lesions. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient, vessel and procedural factors that may have contributed to this event.

Event description:
Six months after percutaneous coronary intervention (pci), the patient returned with chest pain and 80 restenosis of the cypher stent was found. The disease in other lesions present at the time of the index, increased. As a result, the patient is scheduled for a coronary artery bypass graft (CABG) procedure. The patient initially presented with angina and a myocardial infarction (mi). Pci was performed on a 95-99% de novo lesion in the ostial rca of approx. 20mm in length in a 3.5mm vessel diameter. There was disease present in other vessels that were not treated. The rca lesion was pre-dilated with a 2.0x15mm voyager balloon at 20 atm and a 2.5x15mm voyager at 18 and 20 atm. Then the 3.5x33mm cypher stent was deployed at 18 atm. Ivus was not done.